Manufacturer narrative:
Additional information received (B)(6) 2018: physician intended to use the evercross balloon to treat a lesion in the femoral artery, post dilation. Resistance was not encountered when advancing the device. It was reported that nominal pressure was applied to the device. The balloon was able to be deflated, after some time. No intervention was required to remove the device. The physician used another balloon to complete the procedure without further difficulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received. The evercross dilatation catheter was received with the balloon chamber in a post-inflation profile with crystalline residue noted within the balloon chamber and inflation pathway. Attempts to initially inflate the balloon at rated burst pressure, 18atm, were not successful. Post sonication in a 30c sonication bath, the crystalline residue from the pathways cleared and the device was inflated with a 50:50 glycerin:water solution to rated burst pressure. Full deflation occured in 11seconds. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an evercross balloon with a non-mdt inflation device. The IFU was followed and the device was prepped without issue. No embolic protection was used. It was reported that balloon deflation difficulties were experienced following the first inflation. The balloon was able to be removed from the sheath. No patient injury was reported.